Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in-clinic on (B)(6) 2017. Upon interrogation, loss of sensing and loss of capture was exhibited on both the right atrial and right ventricular leads. Fluoroscopy on (B)(6) 2018 revealed dislodgement of both leads. Both the right atrial and right ventricular leads were explanted and replaced later the same day. The patient was stable post-procedure.